Manufacturer narrative:
Date of event: (B)(6) 2016. Implant date: if implanted, give date: unknown/ not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zma00 intraocular lens (iol) was explanted due to patient vision not being great. It was reported that the patient was also experiencing glares. No further information was provided.

Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer on: 01/13/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. The lens was inspected using 12x magnification. It can be seen that there is a crack in the haptic. Investigation of the return sample and the condition of the return sample do not suggest the crack was introduced during manufacturing. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received from the surgery site. The implant date for the lens was (B)(6) 2016, the explant date was (B)(6) 2016. The lens was implanted in the patient's right eye. An incision enlargement, vitrectomy, and suture were required. There was no patient injury post op and the patient was reported as having good vision following explant. The lens was replaced with a non amo lens. No further information was provided. All pertinent information available to abbott medical optics has been submitted.